Manufacturer narrative:
Investigation of returned suspect gpio box enclosure confirmed reported problem. Fixture testing confirmed right side recognizes a narrower bandwidth than expected range which may result in not tracking. Despite narrow bandwidth, 107.3 is reliably recognized and enclosure is functional per cirtronics document #(B)(4). All other functionality was as expected. The reported issue was confirmed to be caused by an electrical failure.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The representative changed the gpio box enclosure due to the trackers not being visible to the navigation system but the tools and reference frame were. Also checked for aches in the tank and the tube. The gpio box has been returned to the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system wireless trackers could not be recognized by the navigation system. It was reported that the same navigation system could recognize other imaging systems. This was discovered outside of any patient involvement. No additional details were provided.